Event description:
During setup prior to connection to patient, respiratory technician was unable to calibrate mean circuit pressure on high frequency oscillatory ventilator (hfov). Respiratory therapist noted that the mean pressure adjust knob had turned past its mechnical stop and the rt was unable to calibrate ventilator. Ventilator exchanged and sent to biomedical for repair.biomedical noted that the adjustment knob pointer was also used as the adjustment stop for the knob in the 5 o'clock maximum setting point. The stop post is a 2-56 threaded screw extending from the control panel. What we noted was the knobs pointer was forced past the stop post and the user could not calibrate the ventilator after that point. The knob can easily slip past the stop post with little or no user effort. Biomedical temporarily thickened the stop post by adding a 1/8" length of shrink tube over the screw. This prevented the knob from slipping past the stop post. We concluded that a minor design change may be needed to prevent the knob from going past the max adjust point.